Manufacturer narrative:
(B)(4). Date sent: 7/14/2023. D4: batch # 560a39. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with the anvil shroud and anvil metal part separated, the latch pin was missing and was not returned for analysis. However, a photo attached to the complaint showed that the latch pin was present in the device. It is possible that the latch pin to become missing from the device could have occurred during the transportation of the device from the customer to the analysis lab. In addition, the firing knob was not in the home position and the knife was exposed. Further analysis shows that the cam was not synchronized. Thus, the cam was manually synchronized, and the knife half of the device tested, and functioned as expected. The device was received with a reload loaded, fully fired with some b-formed staples on the reload deck. No functional test was performed due to the condition of the device. No conclusion could be reached as to how the latch pin became detached and the cam was not synchronized. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number 560a39, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/23/2023.

Manufacturer narrative:
(B)(4); date sent: 6/14/2023; d4: batch # unk; attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: 1. Could you please specify which part of the device broke? The blade is protruding from the cartridge side of the jaws. 2. Did the device staple? Yes 3. If the device stapled, was the staple line complete? Yes 4. Did the device cut? Yes 5. If the device cut, was the cut line complete? They believe it was. A resident fired the device. The attending feels they didn't push it all the way down the track in a straight fashion. While it did staple and cut, she didn't trust the transection of the colon at that location so she used a tlc75 to make another transection near the initial location. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the right hemicolectomy procedure while firing the device across the colon, the device broke and the knife blade was exposed in the track. It was the second firing of the device which occurred almost an hour after the first firing. It is unknown if the device was swished between reloads. The procedure was completed successfully with no patient consequences.